Event description:
Around (B)(6) 2012, surgical nurse started noticing that his face was breaking out and his eyes were red. He saw a dermatologist who prescribed clobetasol propionate and desonate for contact dermatitis. His symptoms are slowly diminishing.

Manufacturer narrative:
The nurse apparently had a reaction to at least one of these masks, and possibly all six of them. The device history record was reviewed, and based on the lot numbers provided no issues of any kind were detected during the manufacturing of these codes. These lot numbers for these codes were manufactured as follows: cat# at74531 (2 eaches)12cch068, 12cch069 in march 2012, 12dch111 in april 2012; cat# at51035 (4 eaches), 12cch080 in march 2012, 12dch118, 12dch107 in april 2012; cat# at71035 (2 eaches), 12ddh115, 12ddh117 in april 2012; cat# at752005 (4 eaches), 12ach012 in january 2012, 11mch363 in december 2011, 12dch095 in april 2012; cat# at74635 (1 each), 12cdh082 in march 2012; and cat# at72835 (2 eaches), 12dch107 in april 2012, 12cch065 in march 2012. Samples were received. These samples were evaluated for the complaint description. The investigation results are as follows: cat# at74531 from the two samples provided, no fibers could be detected. No other observations could be made. Cat# at51035 from the four samples provided, no fibers could be detected. No other observations could be made. Cat# at71035 from the two samples provided, no fibers could be detected. No other observations could be made. Cat# at752005 from the four samples provided, no fibers could be detected. No other observations could be made. Cat#at74635 from the sample provided, no fibers could be detected. No other observations could be made. Cat#at72835 from the two samples provided, no fibers could be detected. No other observations could be made. At this time we cannot determine the root cause for the issue reported. During the product development phase, all materials used for masks were evaluated for biocompatibility. The testing was performed in accordance with international standard iso (B)(4) biological evaluation of medical devices. Only materials that successfully complete these tests can be commercialized. This mask is engineered without dyes or other potentially irritating materials. Our masks are composed of cellulose, polypropylene and polyester. No corrective action will be taken at this time for these codes. We will continue to monitor for complaints of this nature.